Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. Prior to death, the patient was placed on hospice care. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was admitted to the hospital for an unreported indication. The cause of death was unknown. It was reported that peritoneal dialysis (pd) therapy was performed during the hospitalization period, but it was unknown if pd therapy was being performed with a baxter device and/or baxter pd solutions. On an unreported date during the hospitalization, pd therapy was discontinued. The patient passed away while in the hospital. The device was not returned and the serial number of the device was unknown; therefore, a device analysis, service history review, and/or device history review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.